Manufacturer narrative:
The device was in use for treatment. The device has not been returned for analysis; the event will be re-evaluated if additional information becomes available. A photograph provided by the hospital showed a wire protruding through the distal end of the sheath. A review of the device history record identified no rejections during manufacture of this lot number. A review of complaints against this lot number identified one additional complaint against this lot number for a similar failure mode (the wire broke inside the handle). The following are potential known cause(s) for the reported failure improper pull wire assembly process, improper braid assembly stretching/trimming, improper sheath handle assembly, improper or damaged composite tubing. A review of risk for this failure mode identified the risk to be as low as possible or medium risk. Destino steerable guiding sheath in-process and final inspection; in process inspection liner inspection, pull wire alignment, proximal braid termination inspection. Using 10x microscope, verify pull wire is aligned properly with the grooves of the mandrel. Visually verify braid is terminated and liner is not torn. Liner should be free of any damages. Handle assembly 100 % inspection; verify guiding sheath is assembled correctly. There should not be any gaps between the two sides of the handle. Verify the deflection to be maximum 180º in one direction. Verify the planarity of the deflected shaft is no more than 8mm. Deflect the sheath fully in one direction and turn the locking knob to lock the deflected shaft in place at full deflection. Verify curve did not change from locked position. Unlock and deflect the sheath to the other direction, lock it and verify curve did not change from locked position. The instructions for use (IFU) provides information on preparing steerable sheath for insertion: the destino twist steerable guiding sheath features a deflecting distal tip for site specific placement of the sheath and subsequent device(s) within the peripheral, renal and/or coronary systems. The deflection mechanism is controlled by operator manipulation of the rotating collar handle. Twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Caution: to ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Since the device was not returned, a root cause of the failure could not be determined. The potential effect to patient for the reported failure may be related to: procedure delay, difficulty reaching clinical application site. Potential cause: improper pull wire assembly process, improper braid assembly stretching/trimming, improper sheath handle assembly, improper or damaged composite tubing. A review of risk for this failure mode identified the risk to be medium. Potential effects of this failure include: prolonged intervention.

Event description:
The customer reported that during use of this guiding sheath in a pulmonary vein isolation procedure, a wire protruded out of the sheath at the tip end which resulted in a rupture of the patient's left atrium. Per information received, the patient did not have a tortuous anatomy.

Manufacturer narrative:
The device was in use for treatment. A review of complaints against this lot number identified one additional complaint against this lot number for a similar failure mode (the wire broke inside the handle). After review of the returned sheath it was found that the anchor ring shifted inside of the sheath from the force of the pull wire. Once the anchor ring shifted the pull wire was pulling at an angle from the anchor ring. The amount of force the pull wire to anchor ring weld can withstand is reduced when the pulling force is at an angle and the pull wire detached from the anchor ring. The pull wire was then able to move freely in the sheath and protrude out of the sheath. It cannot be determined how much force was applied to the pull wire to anchor ring laser weld bond while the product was in use. A corrective and preventive action has been created to address this issue.